Manufacturer narrative:
This follow-up report is being submitted to correct h10 in the initial report and to report additional information. Correction on h10 was made as follow. -"defect of the circuit board for recognizing scopes of 190 series was noted." To "defect of the circuit board for recognizing scopes of 180 series was noted." Additional information is below. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Osmc guessed that the reported event was caused by the defect of the circuit board due to aging. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The evaluation of the device confirmed the following: defect of the circuit board for recognizing scopes of 190 series was noted. Damage of the video connector socket was noted. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for bronchoscopy with a endobronchial ultrasonography, the device did not recognize the endoscope. Therefore, the endoscopic image was not displayed. The user replaced the device to another device and completed the procedure. There was no report of patient injury associated with this event.